Event description:
A nurse was accessing the infusaport for use. The safety mechanism activated while trying to access the port, resulting in the need to withdraw the needle and access the port again. The patient had to receive another needle stick due to faulty mechanism.